Manufacturer narrative:
(B)(4). The patient experienced pain, erosion, extrusion, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent revision of mesh on (B)(6) 2010, excision of extruded mesh and repair of vaginal wall flap on an undisclosed date, and excision of remaining extruded mesh on an undisclosed date. (B)(4).

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue, and other injuries, and she has undergone additional surgeries and revisionary procedures during (B)(6) 2010. She continued to experience erosion and dyspareunia. No additional information is provided at this time.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence, dyspareunia and vaginal/bladder infection. It was reported that the patient underwent excision of extruded mesh on (B)(6) 2010 by dr. (B)(6), (B)(6) medical group urology, (B)(6) and on (B)(6) 2012 it was reported that the patient underwent excision of extruded mesh by dr. (B)(6) at urogynecology consultants medical group (B)(6). (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary incontinence, dyspareunia and vaginal/bladder infection. Details: it was reported that the patient underwent excision of extruded mesh ov (B)(6) 2010 by dr. (B)(6), (B)(6) medical group urology, (B)(6) and on (B)(6) 2012 it was reported that the patient underwent excision of extruded mesh by dr. (B)(6) at urogynecology consultants medical group (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with laparoscopic bilateral tubal ligation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.